Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 04-nov-2021. The most recent information was received on 12-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('musculoskeletal pain that is continuous') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced musculoskeletal pain (seriousness criterion medically significant), tendonitis ("tendinitis"), migraine ("migraines"), insomnia ("insomnia"), fatigue ("increasingly severe fatigue"), disturbance in attention ("loss of concentration"), memory impairment ("memory that begins to fail") and abnormal weight gain ("substantial weight gain"). At the time of the report, the musculoskeletal pain, tendonitis, migraine, insomnia, fatigue, disturbance in attention, memory impairment and abnormal weight gain outcome was unknown. The reporter provided no causality assessment for abnormal weight gain, disturbance in attention, fatigue, insomnia, memory impairment, migraine, musculoskeletal pain and tendonitis with essure. The reporter commented: to date, she has not yet had it removed. For years, follow-up by physiotherapy (1¿2 sessions per week), osteopathy and neurologist; medicinal product prescriptions; repeated examinations (x-rays, magnetic resonance imaging scans, etc.); blood tests, and all this with no improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('musculoskeletal pain that is continuous') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced musculoskeletal pain (seriousness criterion medically significant), tendonitis ("tendinitis"), migraine ("migraines"), insomnia ("insomnia"), fatigue ("increasingly severe fatigue"), disturbance in attention ("loss of concentration"), memory impairment ("memory that begins to fail") and abnormal weight gain ("substantial weight gain"). At the time of the report, the musculoskeletal pain, tendonitis, migraine, insomnia, fatigue, disturbance in attention, memory impairment and abnormal weight gain outcome was unknown. The reporter provided no causality assessment for abnormal weight gain, disturbance in attention, fatigue, insomnia, memory impairment, migraine, musculoskeletal pain and tendonitis with essure. The reporter commented: to date, she has not yet had it removed. For years, follow-up by physiotherapy (1¿2 sessions per week), osteopathy and neurologist; medicinal product prescriptions; repeated examinations (x-rays, magnetic resonance imaging scans, etc.); blood tests, and all this with no improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.